Event description:
It was reported that the pt had a problem with her neurostimulator. The pt's health care professional stated that the device "is turning itself off and down to 0.0v at least twice a day." The hcp reported that "no por message appears on the 8840 upon interrogation and that cycling is programmed." Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).